Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported concerns with the infusion sets that resulted in hyperglycemia. There were no issues with the preparation of the infusion set. Pt was told she inserted the product too fast by diabetes nurse, and pt was found to have an allergy to the adhesive. She used barrier dressing with the infusion sets and used her abdomen for infusion sites. Pt had to change the infusion set every 3-4 hours, and she experienced bruising and bleeding at the infusion sites. There was insulin leakage and the infusion set adhesive was damp. Blood glucose elevated to 44 mmol/l (792 mg/dl) and pt had ketones of 0.9-9 within an hour. She went to an emergency appointment with "dsn" in (B)(6) 2010, and was instructed how to cope with these concerns. Target blood glucose is 7-8 mmol/l (126-144 mg/dl). Pt injected insulin via pen to correct hyperglycemia. Pt received recurring e4 occlusion errors on the infusion device. Every infusion cannula was kinked in the middle. Headsets were inserted manually. Pt first used this type of infusion set in (B)(6) 2010. Pt switched to a different type of infusion set. Infusion sets were requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Additional info was not provided.